Manufacturer narrative:
Following the submission of the initial report, it was discovered, that a duplicate medical device report with manufacturer report number was submitted relating to this event. As further information pertaining to the event and investigation is received, this report with manufacture report number 1119421-2021-01288, will provide the additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported, that following implantation of an intraocular lens (iol). The patient was unhappy with vision. And unexpected outcome. The lens was explanted. Additional information was requested. Upon qa review, the file was identified as a duplicate file.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) the patient was unhappy with vision and unexpected outcome. The lens was explanted. Additional information was requested.